Event description:
It was reported that during the last pump refill, dilaudid (concentration not specified) was added to the patient's pump along with the previous drug, compounded baclofen 500 ug/ml, due to the patient experiencing increased pain. Following the addition of dilaudid, the patient experienced "some breathing issues" and increased rigidity. The patient wanted to remove dilaudid from the pump. A "remove system contents" procedure was performed and the patient was to have only lioresal (baclofen). It was later reported that the patient was opioid naïve and the physician said the dilaudid compound was "too strong". A catheter access port (cap) study was performed and found the catheter was intrathecal. It was reported that the therapy was affective and the patient went home the following morning and was doing well since the dilaudid was removed.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).